Event description:
It was reported that the lead exhibited high pacing threshold and impedance greater than 2000 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal coil had all three filars fractured from 30.4 cm to 31.5 cm from the helix end. The damage was consistent with cyclic stress and could have caused the reported threshold anomaly.